Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2017 by (B)(4): insert revision in tka 1 year after implantation for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 27 december 2017: lot 130891: (B)(4), expiration date: 2018-02-28. No anomalies found related to the problem. (B)(4).

Event description:
In 2017 the patient came in feeling unstable. The cause of the instability is unknown. On (B)(6) 2017 the surgeon swapped the liner from a 12mm to a 17mm; surgery completed successfully.